Manufacturer narrative:
The subject product was returned for evaluation. Initial evaluation found the device would not articulate. During simulated use testing, the four remaining fasteners deployed with no issues in the straight mode. Inner component evaluation found dried blood within the over tube. This prevented the device from articulating. Once the dried blood was removed, the device articulated as intended. No manufacturing anomalies were noted. Without performing simulated use testing in the articulated position, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. As reported, the user was new to the optifix at fixation device. It is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. The IFU for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This file represents the first device used during the procedure. An additional MDR was opened to document the second device used. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bilateral laparoscopic inguinal procedure while using an optifix at in articulation mode, the device tacks did not seat properly when fixating the peritoneum. The surgeon fired the device near, but not into cooper's ligament. After one tack did not seat, two more tacks were fired and they barely penetrated the tissue. The device was removed from the patient, but was not fired into gauze to see if any more fasteners could be deployed prior to firing the device again into soft tissue. A second optifix at was opened and placed in articulation mode. It was fired two times and both tacks did not properly seat into tissue. An optifix straight device was opened to complete the procedure and this device worked without issue. The surgeon is a first time user of the optifix at device and is a regular user of the optifix straight device. There was no injury or known impact to the patient reported.